Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a mo.ma ultra balloon for patient treatment of the left proximal common carotid artery. The calcified lesion had severe degree of tortuosity and severe degree of calcification with 90% lesion stenosis. The artery diameter was 6 mm and the lesion length was 30 mm. A 9 fr sheath was used with a non-medtronic guidewire. The vessel was pre-dilated and post-dilated. IFU was followed. It was reported that the delivery catheter was damaged during the procedure. The proximal pta would not stay inflated. No excessive force was used. The device did not pass through a previously deployed stent. The damage noted is unable to be specified. The balloon was inflated with a syringe. The inflation fluid was 50/50 contrast/heparin saline. It is unable to determine the pressure since the syringe was used and not an inflation device; however, normal pressure with a syringe was mentioned. The was burst and the device was safely removed. The distal balloon was deflated and removed from the patient. There was no patient injury reported.